Event description:
It was reported during an atrial flutter ablation procedure, coating detachment occurred. The target lesion was located in the right groin. An intellatip mifi temperature ablation catheter was selected for use. During ablation a noisy electrogram occurred. Material peeling was observed at the tip of the catheter between the electrodes. The catheter was also suspected to be kinked or bent. The procedure was completed without ablation. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the intellatip mifi¿ xp temperature ablation catheter was returned with a distal tip kink and peeled glue on the second ring. The device has a kink in the second ring causing the uv adhesive band to lift. The steering and lock knobs work properly in lock and unlock position. The ablation test was performed by using the maestro 3000 and the device was found within specifications. The device was found within electrical specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during an atrial flutter ablation procedure, coating detachment occurred. The target lesion was located in the right groin. An intellatip mifi temperature ablation catheter was selected for use. During ablation a noisy electrogram occurred. Material peeling was observed at the tip of the catheter between the electrodes. The catheter was also suspected to be kinked or bent. The procedure was completed without ablation. No patient complications were reported and the patient's status is fine.